Event description:
It was reported an angio-seal was placed after a catheterization procedure. Months after the catheterization procedure the pt returned to the hosp with leg pain and had a weak pedal pulse in her foot. An angiogram and ultrasound were performed, which revealed vascular insufficiency. A stent was placed in the common femoral artery to revascularize the occluded vessel. The pt's hospitalization was also extended due to this event. The pt recovered and was later discharged from the hosp. The event date was month specific, occurring sometime during (B)(6) 2011.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.